Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stoppers were popping off in the freezer on bd vacutainer® barricor¿ plasma blood collection tube, 13 x 75mm 3ml. No injury or medical intervention.

Manufacturer narrative:
Investigation: bd requested samples and/or photos of the product, but none were provided by the customer for evaluation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has not received any similar complaints for this lot or any lot of this product family. Labeled storage conditions for this product are 4-25° c. The customer stated that they stored the product at -20° c. A root cause could not be determined for this complaint. However, bd previously conducted an internal study assessing barrier integrity at freezing conditions of -10°c and -20°c over 24 hours. This study to assess sample separation performance did not result in any observation of stopper pop off. A follow up with the customer indicated that the tubes may have been frozen for a length of time greater than 24 hours and over a ten-day period. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.